Manufacturer narrative:
(B)(4).

Event description:
The customer initially called for assistance setting the time and date after changing the batteries on coaguchek xs meter with serial number (B)(4). The customer changed the batteries because the screen flickered and she had also tested a patient on the meter and received erroneous inr results. The initial result was 3.5 inr. The patient was re-tested on the meter 3 more times within 11 minutes and the results were 2.8 inr, 2.6 inr and 3.3 inr. A different finger was used for each test. The patient¿s coumadin dose was adjusted. No other treatment was received. The patient¿s therapeutic range is 2.5 ¿ 3.0 inr. No adverse event occurred. The patient has not started any new medications. The patient is not anemic and does not have antiphospholipid antibodies. The meter and strips were requested for investigation. Relevant retention test strips (lot 207426-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
A specific root cause was not identified for this event. The customer has not returned the meter or test strips. No information was provided in the complaint that would point to a cause for the discrepant results. As no product is available, the investigation could not be completed.